Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump had history pointer failed alarm and power loss alarm. Customer¿s blood glucose level was 134 mg/dl. Customer also reported that the insulin pump had blank display but display returned after restart. The insulin pump will not be returned for analysis.